Event description:
On (B)(6) 2015, the reporter for the patient/lay user contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra meter had been reading inaccurately high compared with another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue started on unknown date and time prior to contacting lfs. The reporter for the patient stated they obtained a blood glucose reading on the subject meter of ¿23mmol/l¿ compared to ¿11mmol/l¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is unclear how the patient manages their diabetes. The reporter stated that the patient took 5 units of insulin as a result of the high reading. The reporter claimed that ¿20 minutes¿ after the alleged product issue the patient fell into a ¿coma¿. It is not clear what treatment the patient received. At the time of troubleshooting, the csr confirmed the unit of measure was set correctly, the correct testing steps were used, and the samples were taken from an approved sample site. The reporter did not have any test strips at the time of the call. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.